Event description:
It was reported that during a coronary artery bypass graft procedure the physician believed that the right atrial (ra) lead had a mi cro-dislodgement or was otherwise altered and that the ra lead appeared to have maintained position around appendage area when observed on x-ray. It was also reported that the ra lead exhibited high thresholds. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.